Manufacturer narrative:
Additional information to section h10: a field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error log, but was unable to reproduce the error. The fse inspected the latching mechanism for the sorter and found one side was not being pulled back into place as it should. The fse tightened and lubricated the mechanism, temporarily resolving the issue. The issue returned and the fse replaced the sorter board. Fse verified the resolution by performing a sorter test without error. No further action required by field service. The aia-900 analyzer is functioning as expected. The most probable cause of the reported event was due to misalignment of the tray sorter and failure of the sorter board.

Event description:
A customer reported "4033 sorter x-axis home overrun" error while running patient samples on the aia-900 analyzer. The customer did not shut the sorter door all the way, causing the error. The customer tried rebooting and rehoming the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error log, but was unable to reproduce the error. The fse inspected the latching mechanism for the sorter and found one side was not being pulled back into place as it should. The fse tightened and lubricated the mechanism, resolving the issue. The fse verified the resolution by performing a sorter test without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar cases found during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4033] sorter-x home overrun. Cause: the home sensor s020, which is not supposed to be activated after the sorter x-axis moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s020 and also check to see the cause of slipping, and so on, that occurs when pm020 moves to the limit side. The most probable cause of the reported event was due to misalignment of the tray sorter.